Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that the patient had the pump run out before in 2010 and ended up in the hospital for two weeks. It was stated that they didn't know what was wrong with her. The patient thought it was fentanyl in the pump, but did not remember the dose and concentration. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.